Manufacturer narrative:
Traceability reviewed and inspection record does not reveal any non compliance on this lot. Information of this case received only on 18th sept 2017. Additional information was requested. Device not returned to manufacturer.

Event description:
Avenue l : failure to implant.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Only information received was "a failure of implant". No other information provided after several attempts. Additional information requested to customer dept. : if starter awl are available at this hospital. Starter awl were available for this surgery. According to erp data, starter awls were not used regarding products invoiced for this surgery. In order to prepare the anchoring plate trajectory, the starter awl is recommended for each avenue l surgery. Regarding information provided, probable root cause is related to a user error. The investigation found no evidence to indicate a device issue.